Event description:
Boston scientific received information that during a follow up noise was seen on the right ventricular channel. A right ventricular lead fracture was suspected. A lead replacement has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this lead was explanted and replaced. This lead will not be returned for analysis. Should additional information become available this investigation will be updated.